Event description:
It was reported that farawave was selected for use. It has been mentioned that when farawave was opened a white substance on catheter was noted. Two in a row with same lot number. Third catheter was opened with different lot and no white substance on catheter was observed. No patient complications have been reported. The product is not expected to be returned as it has been disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.